Event description:
It was reported that during an implant attempt two left ventricular leads were attempted and not used because the physician could not find any acceptable thresholds in any of the available veins. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.